Event description:
It was reported that the patient experienced a hemorrhagic stroke after the procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. During flow reversal, as the patient's right hemisphere was functionally isolated, blood pressures were elevated to around 180mmhg to support flow reversal. The procedure was completed with no notable issues. Later that same day, the patient developed a subarachnoid hemorrhage and was transferred to another hospital. Further imaging also revealed intraventricular bleeding. The physician placed a ventricular shunt in the right lateral ventricle to treat the event.

Manufacturer narrative:
Corrected fields: b5 - device type mentioned corrected to enroute transcarotid stent. Investigation results: the device was not returned for analysis, as it is still implanted. A review of the manufacturing documentation associated with this lot was performed, and it was found that one defective unit was rejected during the final assembly of this lot. It was confirmed that the unit was properly segregated and discarded. No manufacturing deviations were identified that could be related to the reported complaint. The review did not suggest that the adverse event experienced by the customer could be related to the manufacturing process. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. A risk review performed for the enroute transcarotid stent device confirmed that the events of hemorrhagic stroke, hypertension, hemorrhage, major, and hemorrhage, subarachnoid are known events defined in the product risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint the most probable cause for this complaint was considered known inherent risk of device.

Event description:
It was reported that the patient experienced a hemorrhagic stroke after the procedure. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. During flow reversal, as the patient's right hemisphere was functionally isolated, blood pressures were elevated to around 180mmhg to support flow reversal. The procedure was completed with no notable issues. Later that same day, the patient developed a subarachnoid hemorrhage and was transferred to another hospital. Further imaging also revealed intraventricular bleeding. The physician placed a ventricular shunt in the right lateral ventricle to treat the event.